Event description:
New information notes that programming changes were made, patient is stable and will be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the dependent patient had an aborted shock when the over current detection (ocd) algorithm was discovered low out range on the test pulse. Dynamic tx turned off the svc coil and a successful rv to can shock broke the rhythm. It was also noted that the physician may wish to consider turning off the svc coil and go rv to can for shock vector or replace the lead. No call yet to patient, no symptoms were reported.

Manufacturer narrative:
The reported event of low high voltage lead impedance was not was confirmed by analysis. As received, a partial lead was returned in two pieces connector portion measuring 12.2cm/12.0cm and distal portion measured/stretched 60.5cm/59.5cm/57.3cm. Final analysis found the damage was sustained during the surgical procedure. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion breaching the optim sheath only at 48.4cm to 48.7cm from the distal tip. The silicone tubing was not abraded in this location. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
New information notes that the patient had an aborted shock due to the low hv lead impedance for a vf event. The shock vector was changed and was successful. On (B)(6) 2019, the rv lead was explanted. The patient was stable prior to and during the procedure.